Event description:
It was reported that low r-waves and decreased pacing impedance were observed on the right ventricular (rv) lead during an in-clinic follow-up visit. Fluoroscopy, chest x-ray confirmed rv lead dislodgement. During the repositioning procedure on (B)(6) 2025, the helix would not retract. The rv lead was explanted out and a new lead was implanted with no adverse patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement, device sensing problem, and low pacing impedance was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted and the helix extended and clogged with blood/tissue was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies except for overtorqued inner coil at the connector region, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and applying torque to the connector pin, the helix could be retracted and extended with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to an overtorqued inner coil and clogged helix.